Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when placed inside the nose, the subject device exhibited an issue where the fiber's connecting section had to be held firmly, or the image would become dark, indicating poor contact at the insertion slot. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wear on the output connector (light guide connection point) and the aperture diaphragm did not descend under its own weight. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image becomes dark due to optical axis misalignment caused by wear on the output connector (light guide connection point). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.